Manufacturer narrative:
The complaint investigation included a search for similar complaints, the review of complaint text, trending data, labeling, device history records and scientific literature. Return testing was not possible as returns were not available. Tracking and trending reports were reviewed and did not identify any related trends. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 16311fn00 did not show any potential non-conformances, or deviations related to the customer observation. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. "Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019", medrxiv. Additionally, review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho. J. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. The product package insert advises that results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. In this case, no specific patient history was provided for the patients. Patients have different immune responses and immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Based on the investigation, architect sars-cov-2 igg reagent lot 16311fn00 is performing as intended, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20.

Event description:
The customer stated that falsely negative architect sarscov-2 igg results were generated for 4 patients. Patient: (B)(6) two positive results for the detection of covid-19 by pcr with a date of (B)(6) 2020 and (B)(6) 2020. Architect sars-cov-2 igg results negative (1.20 s/c on (B)(6) 2020 and 1.16/1.20 s/c on (B)(6) 2020. Patient: (B)(6) one positive result for the detection of covid-19 by pcr with a date of (B)(6) 2020 and one negative pcr result with a date of (B)(6) 2020. Architect sars-cov-2 igg results negative (1.23 s/c on (B)(6) 2020 and 1.28/1.25 s/c on (B)(6) 2020. Patient: (B)(6) one positive result for the detection of covid-19 by pcr with a date of (B)(6) 2020 and one negative pcr result with a date of (b(6) 2020. Architect sars-cov-2 igg results negative (0.47 s/c on (B)(6) 2020 and 0.48/0.47 s/c on (B)(6) 2020. Patient: (B)(6) recovering from covid-19 in the hospital (no pcr results were provided). Architect sars-cov-2 igg results negative (0.03 s/c on (B)(6) 2020 and 0.03 s/c on (B)(6) 2020. The customer uses the following cutoff for this assay: <1.4 is negative and > or equal to 1.4 is positive. No impact to patient management was reported.